Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system on site and found that the wireless footswitch connection was intermittent. The fse performed the functional analysis identified that the wi-fi led indicator was off and battery led indicator was green and then confirmed the wireless footswitch was having intermittent connectivity issue. The customer has wired footswitch to continue procedure. Based on the available information, it is concluded that there was a connection problem between the wireless footswitch and wireless base station. Intermittently the wireless connection between the base station and wireless footswitch is lost and the base station or footswitch remains in error mode. When the base station or footswitch is in error mode it blocks x-ray switching functions by means of the wireless footswitch. Other options like the wired footswitch or hand switch can still be used when available. Philips has initiated a medical device correction by providing customers with a medical device correction (z-0476-2022). The fse replaced the wireless footswitch and base station and the system has been returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's wireless footswitch connection was intermittent. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
The event should not have been reported to FDA. The event occured after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may have not been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.